Event description:
The customer was admitted to the hosp due to an over infusion of insulin during the fixed prime. Troubleshooting was performed. The customer stated that they were done with manual prime process and pump screen showed the prime menu. Then the customer selected a fix prime and the pump began delivery. The customer clipped their pump and noticed that the pump continued to make a delivery noise, they looked at the pump and it showed no reservoir alarm. Also it was stated that the pump squirts a lot of insulin and does not register the numbers on the screen during the fixed prime. In addition, it was reported that the customer was connected during the manual prime.